Manufacturer narrative:
Date of report: 29sep2021.

Event description:
It was reported that the ventilators touchscreen would not pass calibration. The issue was found prior to use, with no delay to therapy noted.

Manufacturer narrative:
The removed touchscreen was returned to the failure investigation lab (fi). Visual inspection observed a crack in the lower center position on the touchscreen. During fi testing the touchscreen failed calibration. The customer complaint was verified. The root cause is a crack on the screen interfering with calibration.

Manufacturer narrative:
The unit was sent in for bench repair. The service provider (sp) inspected the device and confirmed the reported issue. The sp found the touchscreen was damaged and in addition the navigation ring was not working. Repair is pending.

Manufacturer narrative:
The service provider (sp) found that after touchscreen calibration the top of the screen was intermittently not responsive and the unit was failing touchscreen calibration. The sp found some damage on the touchscreen, in addition the user interface was intermittent, the navigation ring was not working. The sp replaced the touchscreen, user interface board and the front bezel. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.